Event description:
Patient was admitted for deep vein thrombosis in left leg and placed on heparin IV drip. Elevated psa, systemic blood pressure, with history of testicular and prostate cancer. When patient was in radiology for CT scan, staff called to the rn to inform nursing that the IV pump was beeping. Patient returned to room before rn could get to radiology. Staff says the pump battery was depleted and the programmed drip information had to be re-entered. A new heparin bag was hung at that time. Patient then went to nuclear medicine (nm) for a bone scan. While there, nm staff called rn and informed rn that pump was beeping "low battery." Pump was plugged in the wall. Staff unplugged and re-plugged device, but still alarming low battery. Transporter sent from nm to floor rn and reported that the new heparin bag was empty and that the programming detail for the drip was gone from the device. Entire bag of heparin infused in less than 4 hours.